Event description:
Complete breakdown of barrier from 4-layer procedure masks, single disposable noticed after purchase. Every one of the masks in the box from lot t0603024 from manufacture date 6/03/2024 has been defective. The wire holding the mask to the nose slips out of the mask such that the mask has large gaps between it and the face and thus the barrier protection is lost. These masks are used by the patient to mitigate the risk from airborne infections including sars/covid infection because of her serious risk factors.